Event description:
In a literature report discussing special consideration for vitreous surgery in infants, it was reported that pupillary block occurred in an infant patient's eye one day following a vitrectomy procedure without cataract removal. The event was believed to be caused by air entering the anterior chamber postoperatively. It was noted that during the air-fluid exchange portion of the procedure, air entered the anterior chamber, however, the surgeon did not feel that it was a problem. Twenty percent sf6 gas was then injected into the vitreous cavity and the case was completed. The next day, iop (intraocular pressure) was elevated and it was noted that the anterior chamber was filled with air. Topical and oral iop reducing drugs were administered, however, the iop did not decrease. A second procedure was then performed, in which air was removed from the anterior chamber and a small amount of gas was removed from the vitreous cavity. The next day iop was reduced and became normal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).